Event description:
It was reported that the ink on the bd plastipak¿ luer-lok¿ syringe packaging was found discolored to red before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "ink discoloured -red".

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 4 photos were returned for evaluation. No abnormality was observed on syringe and the packaging. Photo samples were observed color change in graphic printing. Based on the DHR reviewed there were no abnormality during production run. A review of past year syringe process and there was no change in material used in syringe. The team had engaged r&d on color change in top web graphic complaint. Toxicology test was performed and meet the acceptance criteria. The affected batch 9081761 passed the biological indicator sterility test result (bi) acceptance criteria before release. Hence, root cause could not be determined. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ink on the bd plastipak¿ luer-lok¿ syringe packaging was found discolored to red before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "ink discoloured -red."